Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2014 with the following findings: the bench top analysis confirmed when the battery was reinserted after 6hrs without power the time and date reset to 12:00am 1/1/2007. Removal of the pump cover and a visible inspection confirmed the internal battery was leaking. Unrelated to the complaint, the display screen has a pinkish contrast; the screen is still able to be read. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a leaking internal battery and a dim display. This report is made based on the results of an investigation completed on (B)(6) 2014.